Manufacturer narrative:
Name- medtronic minimed, street-18000 devonshire street, city- northridge, state- ca, zip code- 91325, zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event on (B)(6) 2026 where product did not adhere since set tube tugged on the door handle on second day of insertion in the arm.